Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the surgeon was able to press the green button, but was unable to squeeze the handle, and the jaws of the device would not close completely. Another device was used to complete the case. There was no patient injury.